Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system monitor will come on, but the c-arm (mainframe) will not come on. This was noticed when setting up for a case. There was no report of pt injury.